Event description:
It was reported that an arteriotomy closure of an unspecified vessel was achieved using a starclose device after an interventional procedure. Reportedly, a cardio angiography was performed and the patient did not know the starclose device would be used until after it was done. The patient stated "patients should be informed before having a foreign object inserted. I trust I am receiving top notch care. But I did have numbness in my toes of the access leg. No warned until discharge and having a cryptogenic stroke make potential numbness a very important after effect to be aware of." As the name of the physician was not provided, it is unknown if the physician has been trained in the use of the starclose device. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch report, clarifying information is being provided in this supplemental medwatch report: information was received via an internet blog posting (angioplasty.org).

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of the event. The event was reported via posting on (B)(6) 2011. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.